Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a reciproc files 6x file broke during use. The broken parts remain in the root canal. Further treatment pending.

Manufacturer narrative:
Additional information received: additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Broken part removed from root canal. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Correcting reportability of this event - since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable.